Manufacturer narrative:
H10: h3, h6: a device deficiency was identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states an undated intraoperative photo was provided for review and also confirms the reported. All documents and images provided as of this date have been reviewed and considered. The provided images were reviewed and do not contribute to the root cause of the reported breakage. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. Since the broken pin was retrieved from the patient and no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a knee arthroscopy, when the menivac coblation wand was being used, the pins of the tip detached, the doctor immediately removed the coblation wand from the patient's knee and then removed the pin with a grasper clip. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported. Patient's status is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).